Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery cap was damaged and there was intermittent power to the pump. It was reported that the cap would not secure to the pump and the yellow o-ring was visible at the time of the power interruption. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1, (b)(46) 2015 device evaluation: the device has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the battery cap threads were damaged.

Manufacturer narrative:
The cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.